Event description:
It was reported by the customer's father, that the customer had been having high blood glucose levels 300mg/dl and higher. Unable to complete troubleshooting. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.